Event description:
It was reported that prior to implant, the lead's helix mechanism was tested outside the body. Once positioned in the body, in an attempt to extend the helix, the tool was turned the opposite way and the helix would not extend. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the distal conductor was distorted. However, there was blood/body fluid on the distal conductor (not obstructed). The inner and outer tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and sleeve head.